Manufacturer narrative:
Continuation of d10: product ID: pscic101, product type: catheter interface cable; product ID: pscc100, product type: loop catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the potentials were not displayed. The catheter cable was reconnected and the display improved; however, due to a loose connection the potentials would not display during catheter manipulation. It was also reported that the sheath side port root was soft resulting in the anchor sticking and the port becoming broken and bent. Despite the issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath was returned and analyzed. Visual inspection of the handle area identified a kink at the side port tube. The tip of the sheath was intact with no anomalies. The steering mechanism and deflection test were performed and no anomalies were discovered. The lab test dilator was inserted into the sheath and retracted several times without any friction. The lab test dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issues. The performance test with a leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.07460 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00770 psig and in an acceptable range. In conclusion, the reported issue of a side port tubing kink was confirmed during returned product inspection. The sheath did not pass returned product inspection due to the side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.